Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the volume infused on the pump differs from the amount of volume programmed for infusion. An example given was if a 100ml bag is programmed to infuse, the volume infused at end of infusion would state 108ml. The information on patient involvement is unknown. This is a general complaint, not a specific patient event. No further information will be made available by customer.